Event description:
It was reported that the device was explanted due to 'inadequate therapies in combination with failure sensing.' It was also noted that the connector was filled with some old blood. No patient complications were reported as a result of this event. Further information received indicates that at revision, they were unable to see setscrew marks on the lead and suspected that the lead wasn't fully inserted into the device. The lead is still in use, and no further problems were noted following the device replacement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. Other: it was reported that the device was explanted due to 'inadequate therapies in combination with failure sensing.' It was also noted that the connector was filled with some old blood. No patient complications were reported as a result of this event. Further information received indicates that at revision, they were unable to see setscrew marks on the lead and suspected that the lead wasn't fully inserted into the device. The lead is still in use, and no further problems were noted following the device replacement. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Sensitivity, shock, inappropriate.